Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure one farawave catheter was selected for being used, while attempting to advance a rosen wire through the left atrium (la) using a pfa catheter, the wire could not be advanced or retracted despite multiple attempts. Both the wire and catheter were removed together, resulting in damage to the catheter during removal. Tissue was seen at the tip of the catheter or guidewire, the guidewire could not be removed as normal, the guidewire appeared to be damaged when pulled out along with catheter. No other catheter malfunctions were observed. The device was replaced, and the procedure was completed without patient complications. The device is not expected to return for laboratory analysis since it was disposed.